Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 209 mg/dl at the time of the incident. The customer stated that the keypad did not want to unlock. The customer also stated that there was no significant event leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.